Event description:
It was reported that there was a leak at the connection between a maxzero and syringe tubing. The event occurred in the cvicu. As a result of the leak, the patient's blood pressure decreased, requiring multiple fluid boluses. It was noted that the patient was stabilized. Although requested, no patient information provided.

Event description:
It was reported that there was a leak at the connection between a maxzero and syringe tubing. The event occurred in the cvicu. As a result of the leak, the patient's blood pressure decreased, requiring multiple fluid boluses. It was noted that the patient was stabilized. Although requested, no patient information provided.

Manufacturer narrative:
Correction: g.4 g4 in initial MDR (mrn (B)(4)) should be (B)(6)/2020 (not (B)(6)/2020).

Manufacturer narrative:
The customer¿s report of a leak was confirmed but the leak did not occur at the connection between the maxzero and syringe tubing as reported by the customer. Visual inspection observed a lateral crack in the female luer wall located at the top end of the female luer opposite of the luer gate. Signs of over torque were also observed on the female luer. Functional testing was performed and the set leaked from the previously noted cracked female luer. The root cause of the female luer crack was identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the pvc materials used in the new female luer. Corrective action documented in trackwise CAPA pr 84753 dramatically reduced the internal stresses and material degradation in the luer and change order #(B)(4) was issued to document the implementation of the new female luer (p/n 630-01364). Although the corrective actions were implemented prior to the manufacturing of this lot, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that there was a leak at the connection between a maxzero and syringe tubing. The event occurred in the cvicu. As a result of the leak, the patient's blood pressure decreased, requiring multiple fluid boluses. It was noted that the patient was stabilized. Although requested, no patient information provided.